Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg. According to the reporter: after about one hour and a half passed since the beginning of procedure, at the moment of removal of scope, popping sounds were heard. After removal of trocar a doctor confirmed the balloon was ruptured and some broken parts was missing. Confirmed two pieces of broken balloon into the abdomen of patient and they were retrieved. Reported no usage of any energy based device nor laparoscopic forceps and others at the time of incident. New one was opened to continue the case. Considering the possibility that still some other broken parts of balloon could remain in the patient, the customer tried to found out the presence of any left parts visually by injecting hot water into cavity but found nothing confirmed additionally. For inspection into cavity through monitoring device, the pneumoperitoneum was performed again by glove method. Then two more broken parts floating on the water were recognized and could be retrieved. As a total four parts of broken balloon was confirmed in the cavity and were removed from patient. After further examination in the cavity was done no any other missing parts was confirmed. Then the case was ended up with ladg to be completed without opening the abdomen after explanation provided to the pt's family. After procedure confirmed there was not any broken part inside the suction bottle or instruments that were used in the case. Reported the surgeon was a experienced user of the concerning product and he considers no user error related to the incident. The pt is currently under follow-up. Operating time extended: more than 30 minutes. Tissue damage: no. Pieces fell into the cavity and could be retrieved. No bleeding. Note: lot number will be available after return of sample with package.